Event description:
The doctor claims that during the revision of the graft for a thrombectomy, the graft was cut longitudinally, the thrombectomy device inserted and the graft closed. However, the yarn wrap frayed when the incision was made and it was difficult to remove the yarn from the anastomosis in order to close. As a result, the surgical procedure was extended approximately one-half hour. The procedure was completed successfully. The graft was left in. The pt's condition is ok.